Event description:
X-rays show acetabular cup and femoral stem are both grossly loose. They also show osteolysis around the femoral component which has migrated distally with a fracture of the distal part of the cement mantle. There does appear to be wear of the hylamer cup to a degree not expected after only four (4) years.